Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Refer to the following fields for corrected information: d1, d2a, and d2b. Refer to the following fields for updated information: g3, g6, h2, and h10. The d1, d2a, and d2b fields have been updated to provide corrected information.

Manufacturer narrative:
No results available since no evaluation performed. Based on the current information provided, the cause of the reported operative complication cannot be determined. Intuitive surgical, inc. (Isi) has attempted to contact the article correspondence to obtain additional information regarding the reported event. However, as of the date of this report, no additional information has been received. A follow-up MDR will be submitted if additional information is received about the event. A review of the system and instrument logs cannot be performed due to insufficient event details (i.e. Surgery date and surgeon name) and da vinci system information. As of 16-sep-2020, a review of the site's complaint history does not show any additional complaints related to this event. This complaint is being reported due to the following conclusion: during a da vinci-assisted transanal resection procedure, the patient sustained a prototomy which required repair. Although there is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred, the cause the intra-operative complication is unknown.

Event description:
On 19-aug-2020, intuitive surgical, inc. (Isi) became aware of a journal of robotic surgery article titled, ¿the outcome of two robotic platforms performing transanal minimally invasive surgery for rectal neoplasia: a case series of 21 patients¿ (paull, j. O., graham, a., et al., 2019). Within the journal article, it is noted that a female patient with an anterior mass located 12 cm from the anal verge was initially undergoing a transanal resection with a robotic approach. The patient reportedly ¿experienced peritoneal violation¿ and as a result, ¿the case was converted to a robotic assisted transabdominal approach for repair.¿ furthermore, the following was noted: ¿minimal spillage was noted in the pelvis and the proctotomy was repaired in two layers with a negative leak test and unremarkable on-table colonoscopy.¿ there is no evidence or allegation that a malfunction of a da vinci system, instrument, or accessory occurred in relation to the reported event.